Manufacturer narrative:
A device history record (DHR) review was conducted: part # 323.202; synthes lot # 5368388; supplier lot # na; release to warehouse date: 13 nov 2006; manufactured by synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Service & repair evaluation: the customer reported the device had an unknown damage after decontamination. The repair technician reported the device required further testing at the vendor due to missing spring,threaded nipple and drill sleeve. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Service & repair history: no service history review can be performed as part number 323.202 with lot number(s) 5368388 is a lot/batch controlled item. The service history review is unconfirmed. Visual inspection: the device was received with wear and cosmetic damage due to regular use and servicing. The lumen of the 2.4mm drill guide is damaged such that it impedes the passage of a 2.5mm gage pin. Additionally the device is missing components that were likely lost during sterile processing when in a disassembled state. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown while inspecting the instruments after going through the decontamination process it was noticed that there were several instruments that were either damaged or had parts missing. That were two (2) depth gauge that was broken, two (2) depth gauge that has missing parts and eight (8) universal drill guide which had missing parts. There was no patient involvement. This report is for one (1) 2.4mm universal drill guide. This is report 1 of 1 for (B)(4).